Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a follow-up examination the patient comes to the clinic with burns marks.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are several factors that could contribute to the reported event. Failure to attach the recommended suction properly can result in patient injury. Also, inadequate flow and circulation of saline could cause a patient burn. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. If device returns, wait on product evaluation. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) No clinically relevant supporting documentation was provided, therefore, a thorough medical investigation could not be performed and the root cause of the reported event cannot be determined. Should clinically relevant documentation/information be provided in the future, the clinical/medical investigation may be re-evaluated. No further medical assessment is warranted at this time.